Event description:
Reporting status: malfunction. Reporting rationale: hole in the inflation lumen that would not be observed prior to use; no patient injury. Device issue: hole in the inflation lumen. It was reported that the target lesion was in the mid lad with 90% stenosis. After pre-dilatation, the pixel 2.5 x 18 was delivered to the lesion and inflated at 12 atm, at which time the balloon ruptured. When negative pressure was applied, the balloon did not deflate. The pixel was advanced to the distal end of the lesion, inflated and deflated, and then it was removed. This is being reported based on the analysis of the returned device which revealed a hole in the inflation lumen and appears to be manufacturing related. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen and hub and on the balloon. There was contrast in the inflation lumen and the balloon. The stent had been deployed and was not returned. The balloon appeared partially inflated. There was no damage noted to the catheter. Using a new indeflator, an attempt was made to pressurize the balloon when fluid leaked from a hole in the inflation lumen at the guide wire exit notch on the opposite side of the notch. The material was lifted off the surface of the shaft and appeared to have stretched at the location of the hole. The balloon could not be inflated or deflated due to the hole. There was no other damage noted. This was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering reviewed the incident information and analysis of the returned device. Quality assurance technician analysis confirmed that there was not a balloon rupture, but a hole in the inflation lumen at the guide wire exit notch on the opposite side of the notch. The material was lifted and appeared stretched. The rx pixel was sent to sem and the analysis confirmed that the shaft had become torn most likely as a result of a material processing discrepancy. This means there was some sort of damage or error to the material during the manufacturing process. Based on the analysis results of further investigation at the manufacturing site, it was concluded that the root cause of this complaint is over travel of the heat nozzle. As a corrective action a field discrepancy notification (fdn) was initiated. All further actions will be tracked in the fdn. As a result of the fdn investigation, corrective actions were implemented, including that all operators currently certified to the distal shaft junction process for rx pixel will be recertified. The certification sets out key aspects of the operation, which are assessed. After the operator has completed on the job training with an experienced operator, a me or qe confirms that the operator is trained to proficiently perform their assigned responsibilities. The complaint-handling database showed that no similar complaints have been reported with this part and lot number combination, thus this event will be trended. This MDR is considered closed by the quality assurance department.